Event description:
A report was received from (B)(6) stating that during service it was found that the device had damaged bearings. It is unknown whether the event occur during surgery. It is also unknown if there was pt injury or medical intervention. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).